Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow up. Upon review of device image, it was noted that the device was in back up vvi mode with power on reset (por) and the report contained dashes. The device was successfully restored to its original settings. However, upon reinterrogation, an error message indicating excessive battery current drain was noted. The patient presented in clinic for follow up the next day. The error message was noted again. Upon review of session records, it was noted that the patient data, implant data and lead information were not inputted into the device. The missing data were reinputted and the device was reinterrogated again. It was noted that the error message was resolved, and the device had appropriate remaining longevity. On (B)(6) 2019 the patient presented via remote transmission and it was noted that a new back up vvi reset had occurred. On (B)(6) 2019 the patient presented in clinic for a follow up, the device was in backup vvi mode again. Upon review of device image, it was noted that power on reset(por) occurred and there was another alert for excessive current drain. The cause of back up vvi was unable to be determined. The device was attempted to be restored, but before the session ended, the pacemaker reverted again to back up vvi mode. The patient was scheduled for device replacement. The pacemaker was explanted and replaced. No patient symptoms were reported, and the patient was stable post procedure.

Manufacturer narrative:
The reported events of lead [low impedance, no capture, and sudden battery voltage drop] were confirmed. As received, the device battery was at end of service (eos) voltage level and output anomalies were observed. The device was cut open to enable further testing and the battery was found depleted. Hybrid circuitry was tested by connecting to an external power source and results indicated high current drain. Additional tests were performed by separating the header from the case to perform a dye penetration test on the feedthrough component. Test results indicated a feedthrough breach affecting the devices hermeticity, resulting in damage to the hybrid and battery depletion, consistent with the reported events. Additionally, visual inspection of the header attachment area also revealed header delamination occurring between the header and case. As a result of these findings of a feedthrough breach and header delamination, abbott is performing further investigation. Correction: h6, h10

Manufacturer narrative:
Further analysis revealed that the device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested by connecting to an external power source and results indicated high current drain. Additional tests were performed by separating the header from the case to perform a dye penetration test on the feedthrough component. Test results indicated a feedthrough breach affecting the devices hermeticity, resulting in damage to the hybrid and battery depletion, consistent with the reported events.

Manufacturer narrative:
The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Manufacturer narrative:
The reported field event of excessive current drain and backup vvi (bvvi) was confirmed in the laboratory in addition to no telemetry communication and no output. Visual inspection found header delamination occuring between the header and can attachment, which allowed body fluids to enter the header attachment area. The device was tested on the bench and low impedance measurements within the header connection. The cause of the bvvi was determined to be due to body fluids entering the delaminated area and causing the reported issues. The header anomaly was suspected to have been caused by a potential manufacturing anomaly.